Manufacturer narrative:
A follow up report will be filed, once add'l info is received.

Event description:
It was reported that the system 9900 elite made a buzzing sound and then locked up. The system was reinitialized and continued to function normally. There was no adverse pt involvement reported. There was no pt info reported.